Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep replied that the cause of the event was due to patient needing adjustment. The pain issue had been received after the adjustment. The issue of getting shocked was resolved through programming.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep conferenced a patient (pt) on the call. Pt was having some communicator issues and mentioned issues with their ins and therapy on the call while troubleshooting. Pt said they wake up in pain each and every day, but two days ago, they noticed the scs device was shocking them after they got reprogrammed by a rep two days ago. Pt then said they called the rep today to ask about the shocking sensation. Pt said they got shocked when they walked each time they stepped, when they placed their feet on the floor, and when they are walking and sitting on the toilet in the bathroom. Pt said they would have dealt with the shocks if the scs device helped with the pain, but the scs device did not help. Pt said the rep had worked with pt today to adjust therapy settings this morning, but pt was still getting shocked. Pt then called the rep again, but when they tried to use the communicator, the c ommunicator would not connect to the handset and ins. Blue and green light kept cycling back and forth. Pt got not found on their handset. During the call, agent had the pt reset handset and pt tried to reset communicator, but lights would not go off. Tss had the pt plug in the communicator to the power supply, but lights remained cycling. Agent had the pt attempt another reset, but communicator indicator lights kept cycling. An email was sent to the repair department for a communicator.